Event description:
During a stroke thrombectomy procedure, the physician advanced the q6 catheter to m1 clot with a 3max and aspirated the clot. The clot was retrieved, and the patient was ready for an angiogram. Physician noticed the marker band after performing the angiogram. After several attempts to retrieve the marker band in the sheath it escaped and lodged back in the m1. The patient had tici 3 and the physician opted to leave the marker band as acutely it was not affecting flow.